Event description:
Sample gave result of >5000 pg/ml. Same sample run using different methodology recovered 69 pg/ml. No information provided to determine if results were used to guide therapy. Investigation is ongoing. If additional information is received, appropriate notification will be provided.